Event description:
It was reported that the right atrial (ra) lead dislodged while extracting a different lead. The ra lead was explanted and replaced. No patient compliactions have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The outer insulation was breached cut and had a white substance. There was blood in/on the helix/lobe mechanism. Visual analysis noted the lead had apparent explant damage.